Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. No additional info was provided. Further follow-up with the health professional noted the device was "explanted due to leaking port. [The] problem first observed when pt came in with no saline in band."